Manufacturer narrative:
The customer stated that the qc was within the +/-1 standard deviation range on (B)(6) 2024. The investigation excluded a general reagent issue. The patient sample was not provided for investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas 8000 - cobas e 602 module is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ca 19-9 results from six samples from the same patient tested on the cobas 8000 - cobas e 602 module. The reporter stated that the patient has been regularly tested for the assay over the past 3 years on the analyzer. The results were always high but no tumor was found during the examinations. The patient's sample was recently tested in a different institution that uses a beckman coulter dxi 800; the result was within the normal range. On (B)(6) 2021, the result from the module was >1000 u/ml. On (B)(6) 2022, the result from the module was >1000 u/ml. On (B)(6) 2023, the result from the module was 723.20 u/ml. On (B)(6) 2023, the result from the module was 781.7 u/ml. On (B)(6) 2024, the result from the module was 540.9 u/ml. On (B)(6) 2024, the result from the module was 457.5 u/ml. The repeat result from another e602 module was 478.7 ku/l. On (B)(6) 2024, the result from the beckman coulter dxi 800 analyzer was 13 u/ml (<35).